Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, peri-implantitis, pain ((B)(6) are same patient).